Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 3.00 x 24mm stent delivery system was returned for analysis. A damaged stent was returned separated from the delivery catheter. There was no stent on the balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Stent crimp markings on the balloon indicated correct positioning and crimping of the stent prior the complaint incident. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion found no issues. A visual and microscopic examination of the tip found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately tortuous left anterior descending artery. A 3.00 x 24 synergy drug-eluting stent was advanced but failed to cross the lesion and it was observed that the stent was damaged. The procedure was completed with a non-bsc device. No patient complications were reported and the patient's status was stable.